Event description:
It was reported alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed pump supplies and resumed insulin. Tandem technical support started a pump system check, however a one time replacement pump. The customer will continue using their current pump until the replacement arrives.